Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the hospital post implant procedure it was noted that the wound was not healing due to possible infection. Patient did not feel discomfort. General bacterial culture test did not show bacterial growth, but c-reactive protein and procalcitonin suggested there was infection. The physician could not determine the cause of infection. The system was explanted and new leads were implanted however the same device was used for re-implant after disinfecting it. The patient was stable post procedure.